Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding needle detachment, closed as confirmed due to thread with too much thermal treatment. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. We have received 24 closed samples for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 6.87 kgf in average and 6.38 kgf in minimum and the results fulfil the requirements of the european pharmacopoeia (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). These values are in the usual range for this thread and size. Nevertheless, when we have conducted rotation test in all closed samples received, we have noticed that 5 threads break easily next to the needle. Then, breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that it was caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client has reported that in this batch, the suture tore in the middle during use by different doctors. The areas of application varied. It was unable to specify the exact circumstances. It is received the information from different nurses. No patient data is available.